Event description:
Procedure: lap. Partial gastrectomy. According to the reporter: during procedure, the surgeon inserted the port into the incision and injected 25 cc of air into the balloon. The balloon ruptured with a loud pop. A new device was opened to complete procedure. No bleeding, no tissue damage, nothing fell into cavity, no pt harm, operating room time not extended.

Manufacturer narrative:
(B)(4).